Manufacturer narrative:
Submit date: (B)(6) 2015 an investigation is currently under way; upon completion the results will be forwarded. (B)(4).

Manufacturer narrative:
Investigation: the customer reports a patient event of pneumothorax requiring chest tube placement with insertion of a keofeed tube. The unit was manufactured on 03/31/2015 in or assembly line hydra. The DHR file was reviewed indicating that the product was released meet all quality standard requirements. There were no not-conforming issues reported during the manufacture of this product for a similar condition as reported in this complaint. No samples were received by covidien for evaluation. Since the samples were not available for evaluation, the issue reported by the customer could not be confirmed. A root cause analysis as stated in the hhe initiation decision advertent bronchopulmonary displacement and consequently pneumothorax of the nasal or oral enteric feeding tubes is a well-studied and well documented complication of current placement techniques for blindly placing the nasal or oral enteric feeding tubes. In the instruction for use (IFU) for the device the warning is clearly provided that an adverse effect likes pneumothorax, intestinal perforation and aspirational pneumonia have been reported during the use of this type of device, therefore due to the extreme caution, this device should only be inserted by a trained clinician. The process to manufacture the device was running according to the defined parameters and specifications. The products met the corresponding quality acceptance criteria. The production personnel were notified about the reported defective condition. Based on the information a corrective action from production perspective is not deemed necessary at this time. We will keep monitoring the process for any adverse trends that require immediate attention. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a feeding tube. The customer reports a patient event of pneumothorax requiring chest tube placement with insertion of a keofeed tube.